Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11457r18, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
During a pump replacement procedure, a dye study and x-rays were done. They were unable aspirate catheter or push dye through. The catheter was occluded. A portion of the catheter was removed; the intrathecal portion was left implanted and tied off. A new catheter was implanted. The patient had no symptoms or complications related to the event. The patient status was reported as ¿alive-no injury¿ and the patient recovered from the surgery. The device system was delivering dilaudid.

Event description:
It was later reported the pump was an eos (end of service) replacement. It was unknown where the catheter occlusion occurred.